Manufacturer narrative:
(B)(4). Are now the only fdps and fdds that apply to this device. Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies. For information regarding the patient's extension please refer to manufacturer report # 3007566237-2016-01072.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 377845, lot# n0038988, implanted: (B)(6) 2006, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer and a manufacturer representative reported the patient was experiencing burning in the pocket site with the stimulation on. They also experienced the stimulation turning off and on its own. The programmer would show that the stimulation was still on but they weren't feeling it. The patient's device was not set with any cycling or scheduled therapy. They had been on adaptive stimulation but had turned it off and the patient was still experiencing the issues. The device was turning off during the night when the patient would roll from their back or from side to side. They were also experiencing shocking at the pocket site throughout the day. Reprogramming had been attempted but was unsuccessful. There were no falls or trauma reported with this event. Impedance testing was performed and the group impedance was 415 ohms. The patient was programmed on electrodes 3, 4, and 5. The electrode impedances were all in the normal range with values of 743 and 739 ohms noted. X-rays were performed on (B)(6) 2015 and they appeared normal. Land marking was done. The plan was to replace the patient's system with a new ins and paddle lead. The patient's indication for use was non-malignant pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative reported she was preparing to return the product. Information indicated the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.